Event description:
It was reported that there was a device site infection at the incision or pocket area associated with the implantable neurostimulator 977118 intellis pro. It was noted that hcp may admit the patient and wash out the midline incision. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information received from the manufacturer representative reported that the patient wasn¿t admitted to the hospital. The midline incision was washed out and the patient was sent home on antibiotics. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted:(B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2028, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.